Event description:
It was reported that during posterior communicating artery aneurysm procedure, when deploying stent(subject device), it could not stay stable and migrated. Deployed stent(subject device) didn't cover the neck of aneurysm completely. The operator used a snare as a medical intervention to take the stent(subject device) out. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging label. During visual inspection the stent was returned stuck in a non stryker device. The stent was noted to be deformed. A functional inspection could not be performed as the stent was damaged. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the stent dislodged/migrated was confirmed as the device was returned in a deployed condition entangled in a non-stryker stent device. The analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the stent portion of the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was also set up and maintained throughout the clinical procedure. The patients anatomy was described as 'not tortuous'. It was also communicated that the size of the stent was appropriate for treatment site. It is reported that the user delivered the stent but when deploying it, the stent could not stay stably and migrated so the deployed stent didn't cover the neck of aneurysm completely. The operator used a snare to take the subject stent out and used a new stent device to deploy successfully. In the follow-up questions and answers it was further reported that the subject stent product was tangled with a non-stryker stent device. The event description noted that the patient was not impacted by this event. The stent was the only part of the device which was returned for analysis. It was returned entangled in a non-stryker stent device. The introducer sheath and the stent delivery wire were not returned for analysis. The returned stent was significantly deformed. The reported event of the stent dislodged/migrated as well as the analyzed event of the stent deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker's design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during posterior communicating artery aneurysm procedure, when deploying stent(subject device), it could not stay stable and migrated. Deployed stent(subject device) didn't cover the neck of aneurysm completely. The operator used a snare as a medical intervention to take the stent(subject device) out. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.